Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced blood glucose over 500mg/dl associated with unspecified ¿problems with the pump¿. No additional information was provided. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a non-specific pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/14/2017 with the following findings: a review of the black box showed no alarms related to the complaint. The last recorded bolus delivery was a 0.30 unit normal bolus. The pump was run for 24 hours with a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. No delivery interruptions or alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.